Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor from insertion site. Upon sensor removal, patient reported that the sensor wire was detached. Patient reported no discomfort at insertion site, and did not seek medical intervention. At the time of the call, patient reported being fine.